Event description:
It was reported that while inspecting the aseptic battery housing, it was determined that the delrin ball in the locking mechanism of the housing was missing. There was no pt involvement and no allegation of adverse consequences associated with this event. The absence of the delrin ball could cause the housing to not lock completely, leading to exposure of the non-sterile battery.

Manufacturer narrative:
The device has not yet been received by the manufacturer for eval. The quality investigation is ongoing. A f/u report will be filed when the investigation is complete.